Manufacturer narrative:
H3:product analysis confirmed that visually, there was no trace of device construction. There was a biological contamination. Syringe was used to inflate 15cc of air into the balloon and balloon was deflated as it shall be. Electrically, the resistance from end to end shall be less than 200 ohms and the actual measurements were blue 57.1 ohms, red 56.2 ohms, blue (with white stripe) 60.5 ohms and red (with white stripe) 23.5 ohms. After manipulation of the tube, the measurements stayed within specification. Under the magnification, there was no traces of holes or bubbles under the adhesive. Functionally, there was excessive feedback in the second channel. After manipulating tube, the second channel was between pass and fail during the electrode check. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during vans procedure, at first, there was a nerve reaction and there were no problems with the device, but the impedance could not be removed from the middle of the right (red) side, when it was checked, it does not working, the response was repeated. There was about 10 minutes surgical delay. The reported product was continued to be used and the procedure was completed. No patient impact.